Manufacturer narrative:
Evaluation summary: there are no pre-op or post-op x-rays returned to review the implant fixation to the bone. Patient's characteristics (weight and activity level) could have been the contributing factors for this fracture. However, a concrete cause cannot be attributed at this time with the available information. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It was reported by patient's counsel that during revision in 2006, patient was implanted with a left hip plate and screw. Post-op, patient experienced pain and x-rays of 2006, showed a fracture of the screw. Patient was revised on eleven days later, where nonunion of femoral neck was noted.